Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The stylet insertion test was performed without difficulty or resistance.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) .

Event description:
It was reported that the lead was attempted but not used during the implant procedure. The lead was difficult to position. Once placed, the lead exhibited undersensing, failure to pace, and low impedance. The physician noted that he felt resistance when pulling the curved stylet with the lead. The alligator cables and the pacing system analyzer cable were replaced to see if the measurements improved. The values did not improve and the lead was removed and replaced. No patient complications have been reported as a result of this event.